Manufacturer narrative:
The impella lp2.5 and aic console data logs were returned for evaluation. The evaluation has not yet been completed. Upon the completion of the device evaluation and analysis of the data logs a supplemental medwatch will be submitted.

Event description:
The complainant reported that on (B)(6) 2018 an impella lp2.5 was placed in a (B)(6) male patient. The following day patient hemolysis occurred. The impella was repositioned under tte, but the hemolysis did not improve. Plasma free hemoglobin was drawn twice confirming the hemolysis; therefore an ECMO was placed. The physician performed repositioning of the pump after ECMO implant, but the patient's hemolysis was not improved. The patient was administered replacement red blood cells (amount of blood administered undisclosed) on both (B)(6) 2018. The impella lp2.5 was removed on (B)(6) 2018 after 44.55 hours of patient support. The patient's hemolysis resolved and the patient was implanted with a vad.

Manufacturer narrative:
The returned console data logs and impella lp2.5 were returned for analysis. The analysis of the data logs revealed that the pump was out of position when patient support was first initiated. The position was adjusted and the pump ran without issue for the first day of support. Hemolysis was first reported on the following day. No suction alarms were triggered prior to the first observation of hemolysis. The log analysis revealed that a high motor current pump stop occurred on the third day of support. The logs show that the pump migrated out of position leading to the pump stop, at which point biomaterial may have been ingested. After the pump was restarted, the support level was lowered and ECMO support was added. After this change in support, the pump exhibited atypical motor current behavior, with the motor current appearing non-pulsatile with intermittent spikes. The spikes were aligned with spikes in rpm. This is likely attributable to biomaterial present in the pump after the high motor current pump stop. The evaluation of the impella lp2.5 revealed biomaterial around the impeller of the pump. It's likely that this biomaterial was ingested leading to the high motor current pump stop which occurred after the first report of hemolysis. The impeller was slightly eccentric n the pump housing, but no scratching to the housing was observed. The pump was tested twice for hemolysis, and failed to meet specification in both tests. Further inspection of the device then revealed delamination of the epoxy from the sleeve bearing. There is a known correlation between epoxy delamination and hemolysis. In conclusion, the root cause of the hemolysis was the delamination of the epoxy from the sleeve bearing. Contributing factors to this condition include the biomaterial build up around the impeller, and the eccentricity of the impeller in the pump housing.